Event description:
Procedure: whipple. During the procedure, bleeding through the tissue occurred initially. The surgeon then changed out to new disposable with no problem. The tissue was reinforced with no difficulty. It was not reported to the hospital risk team since the facility did not consider it to be serious.